Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced within the review period. No evidence found in event history log. The primary reported problem was duplicated. The pump was powered up and after latching a cassette, an alarm of cassette not attached properly displayed. In the manufacturing utility mode, the downstream occlusion (dso) sensor was stuck at 134 mv. The cause was due to downstream occlusion sensor/seal. The downstream occlusion sensor/seal was replaced to correct the reported issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had been alarming error, cassette not latched when the cassette had been latched, the downstream occlusion (dso) seal had come off, and it was missing a battery door. Per reporter, the pump needed an update to the current version, and the event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.